Event description:
Customer reported she was experiencing high blood glucose of 456 mg/dl and she was receiving no delivery alarms during prime and was unable to prime. Customer treated with manual injection. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer was then advised to rewind the insulin pump, reinsert the reservoir and run manual prime; the device alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.